Event description:
The tibial insert would not seat on the corresponding baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the insert was pushed downwards in the baseplate several times but never far enough to allow the tab to snap over the flange of the baseplate.